Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -17.00 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The patient also experienced refractive surprise, and significant reduction of irido-corneal angles. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. Device evaluation: the lens was returned dry, in small vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic torn/split, the lens haptic torn/broken/bent/deformed, lens having foreign material on lens surface (debris and residue), and the lens missing a piece of the haptic. Incorrect diopter size -17.0, should be -15.5. (B)(4).